Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post traumatic spinal cord injury had an inferior vena cava filter deployed below the level of the renal veins. Approximately one year six months post filter deployment, CT scan of the thoracic spine demonstrated an ivc filter in place with limbs outside the lumen of the ivc without evidence of hematoma. Approximately three years three months post filter deployment, CT scan performed for complaint of abdominal pain demonstrated and ivc filter with limbs in intimate association with the duodenum. It was not clear if the limbs were perforating into the duodenum. Approximately three years four months post filter deployment, the patient underwent removal of filter struts due to perforation into the duodenum. The specimen was labeled 'inferior vena cava filter struts' and was sent to pathology which consisted four thin metal wires. Approximately eleven years one month post filter deployment, CT scan of the abdomen and pelvis demonstrated the ivc filter in place. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record review, the investigation can be confirmed for perforation and detachment of limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 05/2008), (05/2005). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs detached and perforated into organs, eroded into duodenum. The four detached limbs were removed. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.